Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 9/9/2019. Device evaluation summary: according to the information provided, a deflation of the breast implant was reported. During evaluation of the sample an area of missing material measuring approximately 5.0 cm x 1.0 cm was noted on the anterior view running to the posterior view. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed.the striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rapture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 300cc mentor smooth round moderate profile that deflated postoperatively. The deflation was confirmed by a physician. As a result, the patient will undergo unilateral removal and replacement with an unspecified saline device (B)(6) 2019.

Manufacturer narrative:
Additional information was received on 8/16/2019. When the device was explanted it was confirmed to be fully deflated. Unilateral replacement with a mentor smooth round moderate profile 300cc saline prosthesis was performed. It was inflated to 340ccs. The investigation of the returned device was completed by the failure analysis lab on 8/20/2019. Device evaluation summary: according to the information provided a deflation of the breast implant occurred. During evaluation of the sample a tear measuring approximately 5 cm x 1 cm was noted on the anterior running to the posterior view. Microscopic examination of the edges of the rupture revealed parallel striations. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rapture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/5/2019 mentor became aware that a typo had occurred with the reported lot number. Lot number 6989796 was reported. This was incorrect. The correct lot number is 6989196. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).